Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('located at the proximal aspect of the tube is a fragment of gray metal coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, nabothian cyst and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy with attached bilateral fallopian tubes, essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain and perineal pain outcome was unknown. The reporter considered device breakage, pelvic pain and perineal pain to be related to essure. The reporter commented: essure insertion date as per mr is (B)(6) 2013.(as per mr, discrepancy noted) 4 coils protruding into uterine cavity on right side, 3 coils protruding into uterine cavity on left side. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received: " previously reported event medical device removal replaced with located at the proximal aspect of the tube is a fragment of grey metal coil added." Reporter, medical history and rcc added.events pelvic pain and perineal pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.